Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic about a month prior to (B)(6) 2021. The patient's driveline had been wrapped. The patient reportedly experienced shearing at the driveline exit site due to cable tension.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial damage to the silicone jacket of the patient¿s driveline could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing on ventricular assist device (vad) support. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. The pump operated above the low speed limit for the duration of the log file. There were no notable pump-related alarms and the log file appeared to show the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.